Manufacturer narrative:
(B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, patient underwent surgery due to degeneration of lumbar intervertebral disc.during the surgery,the doctor found the product's head part slipped,he had to replace a new one to complete the surgery. Patient's current status was overall ok. No patient complications were reported.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.